Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP . There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burned. The customer complaint was not reproduced. There was three error has been identified. The device was scrapped.